Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Pump unable to perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had cosmetic damage. Customer stated that clear plastic and gray round part had damage and pieces fell off at o-ring. Customer states that reservoir did not lock in place securely. Customer advised to discontinue use of insulin pump and revert to back up plan as hcp¿s instructions. Customer¿s blood glucose was unknown but customer declined troubleshoot for high blood glucose. Insulin pump will be return for analysis.